Event description:
The patient reported that "I feel like little hairs are sticking me around my device." The patient further reported that she felt 2 small electrical shocks. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.